Event description:
Country of complaint: (B)(4). Device 2 of 2. In the hospital two bursts abdomen have been reported. First case: first surgery on (B)(4) 2014 and re-surgery on (B)(4) 2014. Second case: first surgery on (B)(4) 2014 and re-surgery on (B)(4) 2014. The contaminated sample was taken from the second case. In both cases the fascia was sewn with the premilene and re-surgery had to be completed because the thread was broken.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 34 unopened pouches (are also for the other complaint). Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed to customers in (B)(4). There are no units in OEM stock. Knot pull tensile strength, linear pull tensile strength and diameter have been analyzed. Tested the knot pull tensile strength of the samples received and the results are within the current range from this thread and size. Diameter result conduct on the premilene sample received fulfils the requirements OEM. Check the batch manufacturing record and this product had a normal process and the results during the in process controls fulfilled OEM requirements. According to the results of the manufacturing record, and samples tested, the product complies with our specifications and also fulfil usp/ep requirements. Therefore we do not see any manufacturing fault or material defect that could have caused the incidence. As indicated in the instructions for use of the product: when working with premilene suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive action: not applicable.